Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction tubing leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot g138 was conducted. There were no non-conformances related to the complaint. This lot met all release requirements. A review of kit lot g138 shows no trends. Trends were reviewed for complaint category, tubing leak. No trends were detected for this complaint category. Photographs were returned for evaluation. A review of the customer provided photographs verify the tubing leak as dried blood is seen on and around the collect pump head and tubing. The leak most likely came from a cut on the collect pump tubing loop; however, the cause of the cut could not be determined based off the photographs. A device history record review did not identify any related nonconformances and this kit lot had passed all lot release testing. All finished kits are subjected to a leak test prior to packaging. The root cause of the tubing leak could not be determined based on the available information. No further action is required at this time. This investigation is now complete. (B)(4).

Event description:
The customer called to report a tubing leak after the treatment procedure. The customer stated after the procedure was completed they unloaded the kit and noticed a blood leak around the collect pump head tubing. The customer stated no alarms were received during the procedure and the treatment was successfully completed with blood returned to the patient. The customer stated the patient was stable. The customer has returned photographs for investigation.